Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that last night her insulin pump alarmed with a no delivery followed by a motor error. The patient's blood glucose at the time of incident was 232 mg/dl. Troubleshooting could not occur since the customer was at (B)(4) and needed to go inside. She opted to call back later in order to troubleshoot the motor error. No products were shipped or returned.